Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was monitored and no unexpected bolus delivery was noted. Unable to verify the 80 unit bolus in the history file due to the history file being overwritten. No delivery anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump was over delivering insulin. The customer filled the tubing and went to bed but woke up with an empty reservoir and a low blood glucose count. The customer's blood glucose level was 35 mg/dl at the time of the incident. The customer treated their blood glucose with juice and glucose tablets. The customer insisted on having their insulin pump replaced. The customer sent their device back for analysis.